Event description:
It was reported that faradrive steerable sheath clear selected for use. During procedure, after pre mapping with hd grid, the physician was attempted to exchange for the farawave ablation catheter. When making the exchange the physician was noticed that several microbubbles that were difficult to clear. It was noticed that there was leak at the valve of the sheath. Sheath was replaced and case was continued as scheduled. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During procedure, after pre mapping with hd grid , the physician was attempted to exchange for the farawave ablation catheter. When making the exchange the physician was noticed that several microbubbles that were difficult to clear. It was noticed that there was leak at the valve of the sheath. Sheath was replaced and case was continued as scheduled. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that the irrigation method was performed using pressure bag at flow rate 2 ml/min. Air bubbles were observed in shaft. The position of the guidewire was at tip of forward lumen when they inserted farawave into the sheath. Leak was observed in fluid saline as slow drip. Product was inadvertently disposed of by staff.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) brand name (d1) and common device name (d2a).